Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No memory error alarms were noted. The insulin pump passed the self test. The insulin pump alarmed for a reset error after the battery change and the memory was erased due to a voltage leak on the interface board. The insulin pump passed the rewind, displacement test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was programmed with multiple basal rates and all registered properly in the daily total history. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the customer's insulin pump experienced excessive no delivery alarms and signal too low alarms. The customer's last blood glucose reading was 177 mg/dl. The customer was advised to continue wearing her insulin pump until the replacement arrives. The product was returned. Nothing further to report.